Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 390 mg/dl and a correction via the pump was delivered to address the bg level. The contact thought that the high bg may have been caused by an non-tandem site related occlusion that had occurred later.